Event description:
New information received notes that no additional correspondence was noted, and the patient will continue to be monitored via remote monitoring.

Event description:
It was reported that the patient received high voltage therapy due to functional under-sensing and the signal was incorrectly interpreted. No intervention was performed. The patient was stable.